Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt had a change in therapy effect. After an implant, pt went home and woke up with a headache and extreme back pain at the catheter site as well as bilateral leg pain in the middle of the night. The pump was filled with bupivicaine after a new implant. The pt is scheduled to have MRI. Drug dosage or prime volume to fill pump tubing and catheter were unk. Additional info has been requested and will be made as a follow-up as it becomes available.